Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The phacoemulsification handpiece was received and a visual assessment of the returned handpiece found no visual nonconformity. The phacoemulsification handpiece was examined and the reported event was not replicated. The phacoemulsification handpiece was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was found to meet specifications. Therefore, the root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a handpiece was making noise and heating up during a cataract surgery. The surgery was completed by replacing with another handpiece. There was no patient harm.